Manufacturer narrative:
E1-initial reporter city: (B)(6).

Event description:
It was reported that the rotaburr was stuck with the rotawire. The 75% target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rota burr and rotawire were selected for use. During the procedure, ablation was performed twice at 190,000 rpm. Upon withdrawing, removal difficulty occurred and the rotawire got stuck with the burr. Both devices came out together. The procedure was completed using another wire and burr. There were no patient complications.